Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v767669, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the ambulance on the way to the hospital and they were not sure if the reason the patient was going to the hospital was related to their implantable neurostimulator (ins). The patient was being taken to the hospital for hypotension, they previously had a stroke 3 weeks ago, and the patient had a seizure 2 weeks ago. It was noted that the patient¿s left side had weakness, but that was from their last seizure. The patient¿s blood pressure was 74/40 and they lied the patient down and it didn¿t help until they gave the patient 200 cc of fluid 105/62.